Event description:
It was reported that signal loss over one hour occurred. The patient received a no signal alert on the display device, so he replaced the transmitter and sensor on (B)(6) 2023. He experienced "the same thing" an undocumented time later. Two hours after receiving the no signal alert, the patient developed symptoms of dizziness, shakiness, and fell. It is not documented whether the patient had been checking the bg by fingerstick during the 2-hour period without signal. His wife took the bg which was 47 mg/dl and the cgm (continuous glucose monitor) display device showed signal loss with no reading. The patient treated hypoglycemia with carbohydrates. Afterwards, the patient drove himself to the hospital for evaluation. The patient was treated further with carbohydrates. After 90 minutes, the bg returned to normal with a reading of 110 mg/dl. There was no documentation of further medical evaluation or intervention. At the time of the report the following day, the patient was feeling well. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.